Event description:
This report is being filed to update a conclusion code and include the results of engineering analysis of event details.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no objective evidence of a product malfunction; please refer to the description in the report filed previously for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements on the right atrial (ra) channel, resulting in a lead safety switch. Aside from this measurement, boston scientific technical services (ts) review of device memory was unremarkable. No adverse patient effects were reported. This device remains in service.